Event description:
Dr has completed lysis procedure and encountered resistance when attempting to remove the device. Then reinserted introducer needle and applied steady pressure to the needle/introducer combination. The introducer stretched and eventually snapped. Dr. Then made a small incision and made another attempt to remove introducer, but was unsuccessful. Piece of introducer tip remained in pt.